Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported malfunction was observed during review of the clinical files. It's important to note that further information was obtained from the customer that indicated a piece of metal was found in the power connector. Once the piece of metal was removed, the reported malfunction could no longer be duplicated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.